Manufacturer narrative:
The customer contacted siemens ccc and reported that the instrument was unresponsive and they were unable to power on the instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse tested three fuses at the back of the instrument and found that one of the fuses was not plugged properly. The cse plugged the fuse and attempted to power on the instrument. The rms powered on but the instrument did not. The cse tested the ups, which failed. The cse bypassed the ups and powered on the instrument. The cse primed fluids and manufactured cuvettes while temperatures came in range. The cse ran a system check, which failed due to no sample probe cleaner being detected. The cse inspected the sample area and determined that the clot check board was damaged. The clot check board was de-configured and bypassed. The cse ran another system check and quality control, which were acceptable. During the follow-up visit, the cse replaced the ups and ran system check, which passed. The cause of the spark being emitted is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The operator of a dimension exl with lm instrument contacted a siemens customer care center (ccc) and reported that the keyboard and monitor of the instrument were unresponsive. The operator shut off the main instrument, reagent management system (rms) and uninterrupted power supply (ups) prior to replacing the 15a fuse at rear of the instrument below the power cord. The operator noticed electrical sparks being emitted from that area. There are no reports of injury to staff, damage to property, or impact to patient samples.

Manufacturer narrative:
The initial MDR 2517506-2018-00072 was filed on 08-feb-2018. Additional information (14-feb-2018): a siemens headquarters support center specialist reviewed the event data and concluded that the cause of the electrical sparks being emitted from the rear of the instrument below the power cord was due to the power cord not being unplugged from the wall. The main power fuses that service the alternate current input power located at the power cord are not customer replaceable parts.